Event description:
Customer reported that the cufflator needs calibration. There was no pt incident or injury reported. Eval of the returned product revealed the unit does not hold pressure.

Manufacturer narrative:
(B)(4). Results ¿ eval of the returned product revealed the needle pointer rest below zero. No readings could be taken since the unit did not hold pressure. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. MFR references file #: (B)(4).